Event description:
As reported by the study, approx 18 months after percutaneous coronary intervention (pci), the patient complained of chest pain. Angiography later revealed restenosis. This patient presented to the cardiac catheterization unit and 2-vessel disease was found. The radial approach was chosen for the procedure. Pre-procedure medications included isosorbide dinitrate 40 milligrams (mg)/day, aspirin 200 mg/day, ticlopidine hydrochloride 200 mg/day, amlodipine besilate 5mg/dayand carvedilol 10 mg/day. Intraprocedure medications included heparin 8000 units, isosorbide dinitrate 40 mg/day, aspirin 200 mg/day, ticlopidine hydrochloride 200 mg/day, amlodipine besilate 5mg/day adn carvedilol 10 mg/day. Pci performed on a 77% de novo lesion in the mid left anterior descending artery (lad) of 22.3 mm in length in a 1.98mm vessel diameter at a bifurcation. The (type c) concentric lesion was also characterized as diffuse. The lesion was pre-dilated with a 2.5 x15mm balloon at 8 atmospheres (atm) before a 2.5x18mm cypher stent was deployed at 20 atm, followed by a 2.5 x 18mm cypher stent at a 20 atm at the proximal end of the first cypher. Then a 3.0x18m cypher was deployed at 20 atm, proximal to the second stent. All 3 stents were overlapping. Post-dilation was done with a 2.5x15mm balloon at 20 atm. Pci was performed next on a 48% de novo lesion in the 1st diagonal of 9.2mm in length in a 1.97 mm vessel diameter at a bifurcation. The (b2) concentric lesion was characterized as ostial and tubular. Direct stenting was performed with a 2.5 x 18mm cypher stent at 20 atm. Post-dilation was done with the 2.5x15mm balloon at 20 atm. Thrombin in myocardial infarction (timi) iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not conducted. Post-procedure medications included isosorbide dinitrate 2.5mg/day (stopped 16 days later), aspirin 200mg/day, amlodipine besilate 5mg/day and carvedilol 10mg/day (stopped 16 days later). Seven months later, follow-up coronary angiography was done and no restenosis was observed. Just over ten months later, the patient complained of chest pain. Thirteen days later, coronary angiography was done and 57.7% restenosis was observed at the proximal edge of the cypher implanted most proximal in the mid lad and 72% at the proximal edge of the stent in diagonal. One month later, pci was done to treat the restenosis. Plain old balloon angioplasty (poba) was done in the diagonal with a 2.5x15mm balloon at 16atm. The residual diameter stenosis measured 39%. To treat the mid lad, the lesion was pre-dilated with the 2.5x15mm balloon at 10 atm and a 3.0x13mm cypher stent was deployed at 20 atm. This was at the bifurcation area of the mid lad and the diagonal. The residual diameter stenosis measured 30% the physician commented that the cause of the restenosis was due to residual plaque at the proximal end of the mid lad. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Restenosis of two cypher stents was noted 19 months after the index procedure. According to the acc lesions classification system, the lad lesion was type c/high risk (diffuse, length>20mm). The d1 lesion was type b2/moderate risk (tubular, ostial). Three stents (total length 54mm) were implanted overlapping in the lad. Of note, all three stents were deployed at 20 atm (above nominal of 11 atm, and above rated burst pressure of 16 atm). According to the treating physician, the probable cause of this event might be due to the residual plaque at the proximal end of the lad. In this case, lesion characteristics (long lesion length, small vessel diameter, ostial lesion) and procedure related factors (multiple stents, long total stent length, residual proximal stenosis), could have contributed to the reported events of instent restenosis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products associated with this patient that were reported under the following mfg numbers 9616099-2007-02107 and 9616099-2007-02108.